Event description:
On 2/29 lt radical pneumonectomy, drain placed, size 22. On 3/1 drain was discontinued by surgeon, the tip of drain stayed in pt, approx. 4cm. Chest x-ray done, CT of chest, returned to surgery, tip in chest wall. Tip removed.